Event description:
It was reported that the patient in the ccu had a urinary catheter inserted the previous night. The catheter worked okay. For a couple of hours after the last void the catheter is leaking; the urine does not go into the catheter but comes out of the urethra from the bladder. The catheter was removed without any action. The balloon only had 6ml of fluid; the catheter does not move forward or back. Movement feels painful in the patient and the patient asks that it be removed. Catheter deleted. The balloon will not get lost even after the catheter was removed. The patient had slight bleeding from the urethra.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was one piece of actual sample returned for investigation, based on the complaint description, it was reported that the catheter is leaking, the urine does not go into the catheter but comes out of the urethra from the bladder. The sample was carefully removed accordingly from the packaging and visual inspection conducted showed no abnormalities and design I rregularities on the products. The catheter was then subjected to water leak test to identify the leak. However, no leakage was found along the drainage lumen which indicated that the catheter was in good condition and no abnormalities was observed. The device lot number was not provided; therefore, a DHR review could not be conducted. Further investigation was conducted by inflating the sample using red color water. No leak was observed along the inflation lumen. However, it was noticed that the balloon was asymmetry and the balloon ratio did not meet the acceptable limit for balloon asymmetry. The acceptable limit for balloon asymmetry is based on 1:3. However, the balloon symmetry ratio of the returned sample. Urine leakage which reported by the complainant might be due to the asymmetrical condition of the balloon. Urinary & fecal inc ontinence: current management concepts, asymmetric balloon can deflect the catheter tip to one side which can result in occlusion of the drainage eyes, irritation of the bladder wall, and bladder spasms. Furthermore, based on switters (1989). Urology nursing: assessing leakage from around the urethral catheter, catheter blockage or bladder spasms can lead to leakage around the catheter, or by-passing. Based on experience, balloon asymmetry could happen due to uneven balloon wall thickness, or uneven bonding length. Further investigation will be conducted through a non-conformance. There was no leak detected along both inflation and drainage lumen of the catheter. However, it was observed that the balloon was asymmetry which may be the root cause of the urine leakage as reported by the complainant. Therefore, this complaint is confirmed, and further investigation will be conducted through a non-conformance.

Manufacturer narrative:
(B)(4) the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient in the ccu had a urinary catheter inserted the previous night. The catheter worked okay. For a couple of hours after the last void the catheter is leaking; the urine does not go into the catheter but comes out of the urethra from the bladder. The catheter was removed without any action. The balloon only had 6ml of fluid; the catheter does not move forward or back. Movement feels painful in the patient and the patient asks that it be removed. Catheter deleted. The balloon will not get lost even after the catheter was removed. The patient had slight bleeding from the urethra.